Event description:
The hospital reported that during vein harvesting procedure some endoscopes were not centering properly on the monitor and intermittently lost light and camera visualization. Customer reports that some units were also found to have cracks in the black eye piece.

Manufacturer narrative:
Tw# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.